Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch ultra meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began at 9:00am during (B)(6) 2015 (date unknown). The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaking and dry mouth" between 1-2 months after the alleged product issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the issue was not resolved with a walk through retest, the test strips had not expired or been open for longer than the discard date, the test strip completely drew in the blood sample, the patient was using the correct testing technique and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "shaking" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.